Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error occurred. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. However, for noisy image, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope screen became noised. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.